Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded according to the IFU, deployed the delivery device and removed the delivery (after delivery device loaded and deployed, the seal was not fixed on the aorta) the seal did exit the delivery tube on actuation, but the phenomenon that the seal was not fixed appeared (the seal failed to be fixed when delivery device removed) so surgery was performed using the same new product well finished. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/17/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The seal and tension spring assembly was observed outside the loading device. The delivery device was not observed in the photograph. There were no visual defects observed on the aortic cutter. The seal was observed to be in an unraveled state with the blue tension spring assembly not intact. An investigation was conducted on 01/03/2023. A visual inspection was conducted. The seal and tension spring assembly was returned outside the loading device. Blood was observed on the seal which indicates an attempt was made to introduce the seal into the aorta. The seal was in an unraveled open state with the blue tension string cut as to remove the seal from the aorta. The aortic cutter was observed to be intact with no visual defects observed. The aortic cutter was in a not deployed state with the plunger not depressed. The delivery device was not returned for evaluation, so therefor no measurements of the delivery device were taken. Based on the photographic inspection, as well as the investigation results and the incomplete device return, the reported failure "activation problem" was not confirmed. The lot # 3000260277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a